Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), abdominal distension ("bloating"), inflammation ("inflammation nos"), alopecia ("hair loss"), headache ("headaches"), heavy menstrual bleeding ("heavy period"), fatigue ("fatigue"), sleep disorder ("sleep issues") and arthralgia ("joint pain") and was found to have weight increased ("weigh gain"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, fatigue, headache, heavy menstrual bleeding, inflammation, sleep disorder and weight increased to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced abdominal pain (seriousness criterion intervention required), abdominal distension ("bloating"), heavy menstrual bleeding ("heavy period"), headache ("headaches"), inflammation ("inflammation nos"), alopecia ("hair loss"), fatigue ("fatigue"), sleep disorder ("sleep issues") and arthralgia ("joint pain") and was found to have weight increased ("weigh gain"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, fatigue, headache, heavy menstrual bleeding, inflammation, sleep disorder and weight increased to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-aug-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.